Manufacturer narrative:
Model# and PMA/510k are unknown. No information is provided to date. Operator of device is unknown. According to the investigation done by suppliers, this is not supplier issue and root cause is not being relabeled by manufacturing site. This means that this lot does not have registration / device history record, therefore the conclusion is that this lot has not been relabeled by the value-added services (vas) department and that the inbound department received in total 320 pieces without first sending the in total of 320 pieces to the vas department for re-labeling by the manufacturing site. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is missing proper labeling on the outer packaging. No patient injury was reported.